Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the transmitter was not able to be powered on. Upon removing the transmitter prongs, the prongs were burned. The cause was due to the burned strips inside the power adapter. The transmitter was not used and being replaced. No patient¿s consequences were noted.